Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that a minimum fill notification occurred during the load sequence. Reportedly, customer cleared the alarm and resumed insulin delivery; no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.